Event description:
A pt was reportedly overinfused while using a 6060 pump. No patient injury was reported. The pump was infusing an unknown medication in a 24 hour bag with 2 hours worth of overfill. The bag emptied in 23 hours. The following information was asked, but was unknown by the reporter: pump settings (rate, vtbi, mode), medication, tubing product code and lot number, and data and time of event.